Event description:
I was a "perfect" candidate for lasik for my nearsightedness and the procedure was performed at a well-known academic institution in (B)(6) in 2002. I had great vision and no issue until about 5 years after the procedure when I noticed decreased vision in my left eye that got progressively worse after in-vitro pregnancy treatments and a successful pregnancy. I was finally evaluated by another local cornea specialist who diagnosed me with post-lasik ectasia and I can only count fingers on the affected eye. I am a physician and I was devastated to learn that there is no cure. I tried a hard gas permeable contact lens treatment which was horribly uncomfortable and did not improve my vision enough to be able to use my left eye. I finally was able to see my cornea specialist who performed the lasik and he agreed with the diagnosis and again said that this is very rare and that there are only case reports of this complication. I suspect this post-lasik complication occurs more frequently and it is just not reported within the community to make pts aware of this awful complication. For now, I have been referred to another specialist for "prose" contacts to see if this will improve the vision well enough. Apparently, a corneal transplant is not a good option as pts still require hard gas permeable contacts 40% of the time. Again - no good solutions to this very bad complication. If I had known this complication could occur, I would have not done the procedure and stayed with glasses. I only hope that my right eye does not get affected one day as my career as a physician would likely be over.